Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. A boston scientific representative advised physician office that a replacement device is needed in the near future. At this time, the device remains implanted. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. Product analysis complete. This report is being submitted to include additional remedial action information (h7) and updates to additional MFR narrative (h11).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode <<and that critical therapy remained available>>. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. A boston scientific representative advised physician office that a replacement device is needed in the near future. At this time, the device remains implanted. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The product analysis is complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. A boston scientific representative advised physician office that a replacement device is needed in the near future. At this time, the device remains implanted. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. A boston scientific representative advised physician office that a replacement device is needed in the near future. At this time, the device remains implanted. No adverse patient effects were reported.